Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: test strip lot information is unknown: (B)(6). No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.